Event description:
It was reported that during a coronary stenting treatment procedure, stent deformation and side branch jailing occurred. The 3.50mm x 32mm promus element plus stent was placed in the proximal circumflex into the obtuse marginal which resulted in the jailing of the side branch. An emerge balloon was used to access the side branch. Following the placement of the promus element plus stent, two additional non-bsc stents were deployed. The first stent was placed in the proximal part of the promus element plus stent and the second stent was placed in the mid-distal portion of the promus element plus stent. The stent placed in the proximal portion was placed due to stent deformation of the promus element plus stent and the stent placed in the mid-distal portion was placed due to the compression of the promus element plus stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).